Manufacturer narrative:
The patient had additional results of a lipemic index of 190 and triglycerides of 4.8 mmol/l. These tests were performed as the customer suspects an interference affecting the results from the inform meter. The test strips were requested for investigation. The customer had used all of the test strips so no product will be returned. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable glucose result with accu-chek inform ii meter serial number (B)(4). The result from the meter was 8 mmol/l. The result from the laboratory tested on a cobas c501 was 3 mmol/l. The patient was tested on a different accu-chek inform ii meter and a senso star analyzer with results of 8 mmol/l and 3 mmol/l respectively. The time between measurements was not provided.